Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by pain, sore stomach and sore back. The patient was treated with unknown medication (pills and injections, dose and frequency not reported) for ¿about 21 days¿. The cause of the peritonitis was unknown. The patient was discharged ¿five and a half¿ days after admission. At the time of this report, the patient was recovering from the peritonitis. Extraneal therapy was discontinued for the duration of the treatment for peritonitis, but was reintroduced the same day as this report. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.